Event description:
Customer performed a blood glcouse test and received a result of 507mg/dl. They took 15 units of insulin and went to lay down because they were not feeling well. Family member found pt unconscious, soaked in sweat. They were taken to the e.r. And admitted. They were given glucose. No controls were in use and the device was incorrectly coded. A request was made for the return of the suspect device and replacement product was sent.